Event description:
On (B)(6) 2009, the patient underwent the surgery with palmar radius fracture plate (the surgeon also used bone prosthesis in this surgery). On (B)(6) 2009, the surgeon found that the plate was broken, and (B)(6) 2009, he removed broken plate and reimplant the another new plate. After the first surgery, the patient did not use the cast and she was using her hands well to nursing care of her husband.